Event description:
On (B)(6), I had a spinal column stimulator implanted in my spine, the trial was not even close to what the actual scs does or feel like. If it was possible to use the trial permanently I would do it. When I woke up from surgery I was in the worst severe pain in my life. For 24 straight hours there was a surge of severe pain in my abdominal area, every 3-5 seconds it would go from sharp and severe down to about a 10. I started refusing morphine because the effects were similar to an aspirin for a migraine. Later after 24 hours, the doctor removed the scs, I have not heard a word from (B)(6) (my scs rep) the last time I seen or heard from him was just before going in for the implant. They sent the stimulator out for testing, and today (B)(6) I still have not heard a word about the test results. Who do I need to talk to at boston scientific to get answers? I have not heard from my rep at all, and also no calls or letters, e-mails. Nothing from boston scientific with any concerns about what happen, no investigation what so ever. After getting home I (B)(6) scs spinal column stimulation and seen there were similar issues with this unit. When I returned home, I had trouble voiding my bladder for about a month also.